Event description:
Boston scientific received information that this device was explanted due to signs of a system infection. Another system was successfully implanted with no other adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.